Event description:
Biomerieux's research and development team discovered from a journal article "[a] comparison of four automated microbiology systems with 16s rrna gene sequencing for identification of chryseobacterium and elizabethkingia species." According to the article the following misidentifications were noted: c.gleum (21 isolates) that misidentified as c. Indologenes (reference (B)(6)). Candidatus c. Massilia (2 isolates) that misidentified as c. Indologenes and brevundimonas (reference (B)(6)). C. Bemardetti (2 isolates) that misidentified as c. Indologenes ((B)(6)). C. Culicis (3 isolates) that misidentified as c. Indologenes ((B)(6)) e. Anopheles (35 isolates) that misidentified as e. Meningoseptica ((B)(6)) e.miricola (1 isolates) that misidentified as e. Meningoseptica ((B)(6)) there is no indication or report that the discrepant results led to any adverse event related to a patient's sate of health. The authors of the article were contacted to request additional details. The case is from eda hospital, kaohsiung, taiwan. The misidentifications are associated with a double blinded study, so the laboratory cannot provide further information regarding sample identification and sequencing results. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the article reported that strains were tested from trypticase soy agar with 5% sheep blood in 5% co2 for 15-24 hrs. Cultures incubated in co2 and that are less than 18 hours old are not recommended for set up in the gn card. Twenty-one (21) isolates of chryseobacterium gleum were misidentified as chrysobacterium indologenes. An analysis of atypical reactions could not be performed since lab reports and/or raw data was not submitted. Atypical reactions can indicate contamination, mixed culture, compromised viability of the strain, use of non-recommended media or other user set up errors or an atypical strain. However without the strains, lab reports or raw data it's not possible to further evaluate the cause of the misidentification. . The authors also tested several species which are not claimed by the gn card: - two (2) isolates of candidatus c. Massilia were misidentified as chrysobacterium indologenes or brevundimonas - two (2) isolates of chryseobacterium bemardetti were misidentified as chrysobacterium indologenes - three (3) isolates of chryseobacterium culicis were misidentified as chrysobacterium indologenes. - thirty five (35) isolates of elizabethkingia anopheles were misidentified as elizabethkingia meningoseptica - one (1) isolate of elizabethkingia miricola was misidentified as elizabethkingia meningoseptica when an isolate is tested in the gn card, it will attempt to match the reactions to known reaction patterns stored in the knowledge base. If the reaction pattern of an unclaimed species is tested and match those in the knowledge base with a high degree of confidence, a misidentification can occur. The vitek® 2 product labeling contains the following warning in the limitations section: testing of unclaimed species may result in an unidentified result or a misidentification.